Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2020 with the implant of an afx2 bifurcated stent graft. Routine follow-up conducted on approximately on (B)(6) 2026 identified a type iiib endoleak. Reintervention was completed on (B)(6) 2026 where the physician elected to implant a medtronic (non-endologix) aortic extension. The final patient was reported to be fine no symptoms and no consequences, discharged in good conditions.